Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus meter was tested with the in-house contour plus test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured and as the customer's age and weight were not provided.the model # was not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.